Manufacturer narrative:
The investigation is ongoing at this time. No root cause has yet been determined for the stroke and thrombus observed upon pump explant. A final report will be submitted upon the completion of the investigation.

Event description:
The complainant in the EU had an impella cp supporting a ventilated patient admitted with cardiogenic shock and acute myocardial infarction for over 171 hours, when they began to wean the patient in preparation of pump explant. During the support the patient suffered a cerebral vascular event of unknown causality. The stroke was confirmed with CT imaging. In addition the patient's sedation was ceased to evaluate the neurological status. Upon pump explant there was an observation made of thrombotic burden adhering to the impella pump.

Manufacturer narrative:
Since the original medwatch was filed, the investigation has completed. The pump was returned and found to have biomaterial adhering to the inflow cage of the pump. When the biomaterial was removed the pump functioned appropriately without any suction alarms that were noted by the medical team and observed in the pump data logs. The suction alarms from low flows were due to biomaterial. The root cause of the neurological event though are still unknown. The failure mode will be monitored and trended.